Manufacturer narrative:
One used needle was returned for examination. It was found to be a 20 gauge needle; the length is unknown as a portion of the metal needle was missing and was not returned. The metal needle was broken off approx 1/8 inch away from where the metal needle exists the needle body. This break location would precisely line up with where the metal needle and needle base meet when the needle was in use. The break site is oval in shape and has a somewhat jagged appearance. The underside of the needle body was found to have two indented areas which are 180 degrees from one another. This is visually consistent with the needle having been repeatedly bent from one side to the other. In this manner, the repeated bending of the needle results in a weakening of the metal causing it to break. This situation can occur when a needle is too long for the portal/patient causing the needle to bottom out in the portal and leaving a portion of the needle exposed and vulnerable to undue stress. A similar needle of the same gauge was pulled from stock and bent repeatedly in a side to side motion until it broke. The results were nearly identical to the returned sample.

Event description:
Home care pt calls to report a product incident and request compensation. He used a needle he received from wilson pharmacy in 2007 for his home infusion. The next day, he reused the needle for his infusion. One day later, he flushed the needle and removed it. Reportedly, the needle tip broke off and remained in the portal. The patient went to the ER for removal of the needle piece. The needle piece was successfully removed in the ER (attending physician made 1-inch incision and removed the piece). The needle piece was discarded, but the pt has the remainder of the device.